Manufacturer narrative:
H6: investigation summary this complaint is for contaminated phoenix ast broth tubes (246003) batch 1140918. The customer did provide photos for investigation which showed slight turbidity in the bottom of one tube. The customer also returned multiple samples which were not observed for contamination. Based on the photo provided, this complaint is confirmed. A review of complaints revealed no additional complaints on the complaint batches. A review of quality notifications revealed no quality notifications generated on the complaint batches. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Event description:
It was reported that while using 12 bd phoenix¿ ast broths contamination was observed by the laboratory personnel. A gram stain was used to confirm the contamination. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer reports contamination on 246003 lot 1140918."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 12 bd phoenix¿ ast broths contamination was observed by the laboratory personnel. A gram stain was used to confirm the contamination. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer reports contamination on 246003 lot 1140918"